Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Bleeding, spotting - vagina [vaginal haemorrhage]. Top of tampon stayed inside me [foreign body in reproductive tract]. Painful (to remove top of tampon) - vagina [vulvovaginal pain]. The top of the tampon had broken off [device breakage]. Case description: consumer sent e-mail stating that during a pap test, the top of the tampon was found to have broken off. It had stayed inside her for at least a week. No serious injury was reported.